Event description:
The email received from the (B)(4) study indicated that on the same day as the index procedure the patient experienced aphasia. On the patient's ae form, contrast toxicity and cerebral hyperperfusion syndrome were noted. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described as severely calcified, eccentric, ulcerated and mildly tortuous. The rate of stenosis was 65%. An angioguard (501814rmc / lot 70811511) embolic protection device was successfully deployed distal to the lesion and the lesion was pre-dilated with an aviator (424-5520w / lot 15432684) balloon. The information states that a grade a dissection occurred during pre-dilation. A precise (pc0640rxc / lot 15435203) stent was successfully placed at the target lesion. There were no reported neurological events during the procedure. The angioguard was carefully removed from the patient with no difficulty and upon inspection there was no debris noted. The procedure was successfully completed. Approximately two hours post procedure, the patient suffered an adverse event. Contrast toxicity and cerebral hyperperfusion syndrome were noted on the patient's ae form. There is no record of a diagnosis of stroke or tia. Patient was treated with heparin. The patient has been admitted to a rehab facility.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg report #9616099-2011-00873, 9616099-2011-00874 and 1016427-2011-00120.

Manufacturer narrative:
Additional information received states that there was no dissection seen after pre-dilation. Therefore, there is no complaint against this cordis product, and this event (dissection) is no longer considered reportable. No additional follow-up will be forthcoming. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg report # 9616099-2011-00873, 9616099-2011-00874 and 1016427-2011-00120.